Event description:
The hcp reported that the pump became inverted causing catheter kink/occlusion in an unspecified location, confirmed by study. The pt was experiencing increased pain which was unresponsive to pump dosing adjustments. The pump contained morphine sulfate, bupivicaine, baclofen and droperidol. The pt underwent surgical revision and recovered without sequela.